Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and replaced cross threaded winch. Performed a medtronic check out which all test passed. MDR codes: b01, c07, d02 h3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "gantry not opening." Test winch motor assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Winch assembly functioned as normal. Visual inspection showed normal wear. No functional fault found. MDR codes: b01, c19, d14 return date: 2025-06-27 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot#: (B)(6), product ID: bi71000674, product ID: bi71000429, product ID: bi71000674. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for procedure. It was reported that the gantry was not opening or closing. There was unknown patient present during the event.

Manufacturer narrative:
H2.h6)the component was returned to the manufacturer for analysis. Analysis found that the unable to confirm reported complaint. Test winch motor assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Winch assembly functioned as normal. Visual inspection shows normal wear. No functional fault found. B01,c19,d14 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot #: (B)(6) rev. K. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.